Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, the ventilator was found to have an oxygen leak. The device's oxygen blending module board and oxygen blending module manifold were replaced to address the issue.